Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying a wrench code 100 (program image corrupt). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 100) was confirmed. Upon investigation the monitor displayed a wrench code 100 and was unable to fully power up. The cause for the failure was isolated to corrupt monitor software. The root cause for the software corruption could not be positively identified. No adverse event resulted from the corrupted programming. The pt received a replacement monitor.